Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving lioresal, 2000 mcg/ml concentration at 480.2 mcg dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that patient was under dosed due to kinked catheter from pump flip. The environmental/external/patient factor that may have led or contributed to the issue was that patient had a habit of leaning over in wheel chair causing pump movement. The hcp tried aspirating catheter but could not so replaced parts of pump and spine segment. The hcp tried uncoiling and aspirating catheter. The hcp opened patient to unflip pump and put in new catheter. The hcp trimmed portion of the pump segment as well as the spinal segment- pump had flipped and twisted catheter. The hcp did not want product returned. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.